Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material came out of the air/water channel, but the type of the material or root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited foreign matter (white residue) in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9- value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.